Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found there was discoloration on a part of the edge of the wrapper. The root cause of the reported issue was found to be manufacturing. All workers in the related processes of the manufacturing department of the occurrence of this event and urged them to inspect for discoloration when checking the quantity. Device information, operator of device, and report source are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that immediately after opening the package, the customer found a stain in it. No patient injury reported.